Manufacturer narrative:
On (B)(6) 2019, new information indicated that the right implant had issue with capsular contracture, therefore for better codification pain is excluded from patient code as it was reported initially. As a result of capsular contracture and rupture of right implant, the device was removed and replaced with mentor gel moderate plus profile. The new information indicated that due to condition of the device, cant be returned therefore, the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, pain. Concomitant products: left-mentor memorygel 400cc silicone breast implant, ref/sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel 400cc silicone breast implants which the right side ruptured after implantation. Patient states that her ob gyn called her with the results of her MRI and it was that the right breast implant is ruptured. Is experiencing some discomfort. As a result patient had the implant removed on (B)(6) 2019.